Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the monopolar curved scissors (470179-19/k10220418 0022) associated with this event has been performed. Per logs, the monopolar curved scissors instrument was last used in a procedure on (B)(6)2022. On system sk0347. The alleged instrument had 4 uses remaining after the last procedural use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument's pin was dislodged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the monopolar curved scissors pin was backed out in the distal tip. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Two MDR's were inadvertently submitted for the same event. MFR report number 2955842-2022-14087 is a duplicate to MFR report number 2955842-2022-14085.